Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown), once the electrode pads were placed on the patient, the device self discharged. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device functioned correctly and as designed. It is a semi-automatic model that requires a manual button press to deliver a shock. The logs show that shocks were delivered only after user intervention, once after 30 seconds and once after one second, indicating varied user response times. No device faults or errors were identified in device history. The device passed all testing. The device was recertified and returned to the customer. No trend is associated with reports of this type.